Event description:
Patient has an urgent repair of an aaa with an endovascular stent graft. Patient was placed on ancef. In 2006, fever in am (temp 102); wbc 22700, blood and urine cultures negative. One day later, temp was 101 and the next day, temp spiked to 102 within the last 24 hours. Patient had two episodes of hypertension. Patient started on vancomycin and stopped later that day. Two days later, temp was 97.8 and pt discharged two days later. Wbc was 12000.

Manufacturer narrative:
Evaluation: an internal clinical review was completed. At this time, based on the info provided, we are unsure why the pt experienced fever. This is the second complaint reported of this type. We will continue to monitor for future cases.